Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was protruding from incision. Subsequently, this device was explanted. No further information has been obtained despite good faith efforts. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the allegation against the product was not confirmed. The device was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device. This supplemental is being filed to capture the investigation results and to correct the entry in b2: outcomes attributed to adv event, e1: initial reporter, e4: initial reporter also sent rep to FDA and h6: impact codes.

Event description:
It was reported that this patient with pacemaker was protruding from incision. Subsequently, this device was explanted. No further information has been obtained despite good faith efforts. No additional adverse patient effects were reported.